Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 customer stated that having blank display, moisture damage, cracked battery compartment. No blank display noted. Insulin pump passed the self test, active current measurement and displacement test. However, insulin pump received with a high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. In further full review in the insulin pump history have multiple low battery alert on (B)(6) 2021 10:34:00 and failed battery test on (B)(6) 2021 10:30:11. Insulin pump was cut and open found moisture damage on the keypad connector, electrical board , internal battery connector during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: device had cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, label damage. In conclusion, no blank display noted during testing. However, insulin pump received with high sleep current measurement and unexpected failed battery test, low battery alarms in the insulin pump history due to moisture damage electrical board. Insulin pump exposed to moisture and cracked case corner of belt clip rails confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was blank. Customer stated that they got wet and noticed that there was a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.